Event description:
A talent abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 weeks ago. Aneurysm morphology was not reported. There were bilateral iliac aneurysm and high grade left proximal common iliac artery stenosis and left renal stenosis. It was reported that the patient presented with gi bleed and during the workup was found to have an abdominal aortic aneurysm. Endoluminal repair of the aneurysm was elected. There was difficulty passing traditional wires through the very tortuous stenotic common iliac arteries at the aortic bifurcation. There was significant angulation of the aortic neck which was also conical in shape. The stent grafts were successfully implanted after which extensive endarterectomy of the external iliac arteries down to the proximal portion of the superficial femoral arteries was performed. One day post implant, the patient had a type 1 endoleak and the decision was made to re-evaluate with a CT at the 1 month follow-up. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. A recent CT four years post index procedure demonstrated a type iii endoleak, separation. The physician elected to reline the type iii endoleak of the right iliac limb with an aneurx iliac limb and an endurant iliac limb. No additional clinical sequelae were reported and the patient is fine. Exact date of event unknown.

Manufacturer narrative:
Conclusion: (angulated aortic neck, bilateral iliac aneurysm, high grade level iliac artery stenosis). Other (required secondary intervention).

Manufacturer narrative:
Evaluation results: unapproved use of device (the neck angle measured 75 degrees). Evaluation conclusions: operational context contributed to event (the neck angle measured 75 degrees). (B)(4).